Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the screwdriver fractured when putting a screw into the patient. The piece was removed, and another screwdriver was used to complete the procedure.

Manufacturer narrative:
The reported event that could be confirmed, since the images provided for evaluation matches the alleged failure mode. The device inspection revealed the following: based on the provided images, the device shows signs of breakage as evident by appearance. The breakage is concentrated at the drive end. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial application of regular higher torque leading to torsional forces, that leads to excessive stress on the drive ends, which goes past its yield point, and ultimately leads to breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to user related issue. Most likely the failure was caused due to application of non-axial force. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the screwdriver fractured when putting a screw into the patient. The the piece was removed, and another screwdriver was used to complete the procedure.